Event description:
On (B)(6) 2008, the pt implanted with the subject device sustained multiple shocks (118) in approx 2 and a half hours. The physician also indicated that during intervention it was identified that the lead had perforated heart.

Manufacturer narrative:
(B)(4) 2009. This event concerns a device that was mfg and used outside the united states. During the FDA inspection in (B)(4) 2009, the investigator directed sorin biomedica (B)(4) to file an MDR report for this ous event; therefore, as a result of this direction, we are filing this report. Conclusions: the electrical properties of the lead in this case were determined to have been compromised by the damage associated to the area adjacent to the proximal electrode. Therefore, the analysis concludes that this damage caused the observed oversensing episodes and associated inappropriate shocks as described by the physician. This damage is not associated to a mfg defect because of the mfg controls in place to disallow this type of defect; these controls include visual inspection, electrical testing, and the air pressure hold test, which all failed during return analysis. The damage may have been caused inadvertently by the physician, while inserting the lead tip into an introducer, perhaps with a valve. See scanned pages.